Manufacturer narrative:
Eval results - an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and one similar complaint was found. A foam tip plunger lot number search was performed and no similar complaints was found.

Event description:
The reporter stated the surgeon inserted a competitor's lens, but the trailing footplate and haptics were torn completely at the hinge and did not leave the injector cartridge. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. It was the surgeon's opinion that the likely cause of the iol damage was due to the msi-tf injector. The patient current prognosis is-mild persistent corneal edema with bcva of 20/30.